Event description:
Correction: the previous or initial MDR [6000034-2025-02572] submitted on july 21, 2025, was filed inadvertently. No device malfunction has occurred.

Event description:
Per the clinic, the patient experienced dizziness, vestibular sensation and no audible responses with the internal device post sustaining a fall. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains.